Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention involving an inflatable penile prosthesis (ipp) due to migration of the device out of the corporal body and into the scrotum. The reservoir was plugged and remained implanted, but remainder of components were explanted. A new tactra penile prosthesis was implanted. There were no patient complications reported.